Event description:
Hcp reported that the pump was removed because of "battery depletion". The device was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.